Manufacturer narrative:
Continuation of concomitant products: product ID 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (B)(4) revealed the connector pins were broken. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient sent a letter on june 21 stating that their replacement desktop charger resolved their pain issue. No further complications reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for spinal pain. Consumer reported a broken connector pin. It was reported that they had pain from a pinched nerve, and that it was not caused by their implant but because they need to recharge. No further complications reported/anticipated.